Event description:
Pt fell out of bed. Consumer is concerned about the design of rail in regards to ease in which they can be lowered. Prior to fall, the rails were recured to be in an upright position.